Manufacturer narrative:
A replacement power adapter was sent to the customer. Initial attempts to f/u with the customer were unsuccessful. However, the original power supply was returned for analysis. In summary, a breach in the insulation along the length of the dc output cord, exposing wires. The complete file was reviewed and found to be not reportable and the decision documented on 07/08/2011. A formal letter requesting add'l info was sent to the customer on 07/12/2011. No response was rec'd until 08/08/2011. In the written response, the customer indicated that "there was some sparking in the area where the wires were exposed on the cord." She also indicated that no injuries were sustained as a result of the issue. The file was re-reviewed with the new info and determined to be reportable on 08/16/2011. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the insulation along its length, exposing both positive and negative wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 1.5 mega-ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured over-limits, which indicates that the thermal fuse did blow.

Event description:
The customer reported to customer service that the wires on her power supply had become frayed and the pump would no longer power on with the adapter. The pump did work with the battery pack.